Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. A tripped trend review was completed for the reported complaint and fs libre sensor, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported experiencing pain during the freestyle libre 2 sensor wear. The customer was unable to self-treat and had contact with a healthcare professional who performed an x-rayed and provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing pain during the freestyle libre 2 sensor wear. The customer was unable to self-treat and had contact with a healthcare professional who performed an x-rayed and provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.